Event description:
It was reported that the tip of the t25 torx driver broke off while in use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the driver is completely sheared off. Visual microscopic examination suggests that excessive torque may have cause the tip to break. A review of the device history records found no documentation to indicate a non-conformance to specification.